Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no esc and act button response due to corroded keypad traces. Unable to verify for battery out of limit anomaly due to the unresponsive buttons. The unit was received with cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
The customer reported that she was unable to clear a battery out alarm, after the insulin pump alarmed, following a battery change. While trying to clear out the alarm, the customer stated she pressed and released a button and the numbers kept going while she was doing the fill tubing process. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 212 mg/dl. Nothing further was reported.